Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. Under visual inspection the inflation line was detached from pilot balloon. The complaint was confirmed. The root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pilot balloon dislodged during patient use. There was patient involvement, and no patient harm/adverse event reported. Possible lot number 4403463.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.